Manufacturer narrative:
Cloud data for the period of (B)(6) 2025 was attempted to be downloaded. Data was only found to be available for (B)(6) 2025. Review of the data showed a gap between (B)(6) 2025, indicating that that system was not in use at the time of the reported hospitalization ((B)(6) 2025). Review of the data is unable to determine if any boluses recorded are unexpected due to lack of details in the case description. Review of the patient history buffer data found no evidence of issues with insulin delivery. The data showed that the automated algorithm was able to appropriately adapt the microbolus amounts based on the estimated glucose values and user inputs. The automated algorithm appropriately reduced and stopped delivered of automated insulin as estimated glucose values decreased towards and below the user's target. Though no evidence of issues were observed with the system, the exact cause of the reported uncommanded boluses could not be determined. Locked down smartphone: lockdown omnipod software app version: 3.1.2-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported receiving unprogrammed boluses from their omnipod 5 system resulting in hypoglycemia and hospitalization. Blood glucose level declined to 1.1 mmol/l and the patient had a seizure. The patient was placed on an alternate form of insulin delivery. If additional information is received, a supplemental report will be submitted.